Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009 for stress incontinence. On (B)(6) 2010, a control showed rest-urine incontinence of 8 g / 24 hours and a 7 mm mesh erosion in the left side of the vagina. The patient had no symptoms of the mesh erosion. On (B)(6) 2010, the hospital treated the patient by removing the mesh erosion. On (B)(6) 2010, a control showed that everything was perfect. On (B)(6) 2010, the hospital found a new mesh erosion in the same place in the vagina as the last erosion. The patient was referred to a different hospital.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.